Event description:
During service by baxter, failure code 810:04 on channel c was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 05 2007.evaluation summary: evaluation was performed and the reported condition of failure code 810:04 on channel c was confirmed. Inspection of the pump revealed the failure code 810:04 was due to defective pump head module on channel c. The pump was tested for proper operation and pump found to function properly.